Event description:
It was reported that the patient with this subcutaneous electrode reported receiving a shock. Upon interrogation, t wave oversensing was observed and the patient received two inappropriate shocks. The patient's device was programmed off and the patient would be scheduled for device replacement. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements on the sense portions of the electrode were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found fractures which were consistent with damage during the explant procedure. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this subcutaneous electrode reported receiving a shock. Upon interrogation, t wave oversensing was observed and the patient received two inappropriate shocks. The patient's device was programmed off and the patient would be scheduled for device replacement. No additional adverse patient effects were reported. Additional information was received which reported that the electrode was later explanted and replaced. No additional adverse patient effects were reported. This product has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the patient with this subcutaneous electrode reported receiving a shock. Upon interrogation, t wave oversensing was observed and the patient received two inappropriate shocks. The patient's device was programmed off and the patient would be scheduled for device replacement. No additional adverse patient effects were reported. Additional information was received which reported that the electrode was later explanted and replaced. No additional adverse patient effects were reported. This product has been returned for analysis. This report will be updated upon completion of analysis.